Event description:
This report is being filed retrospectively per the FDA's request. Per the surgeon's report, the pt was implanted with a flange fixture in 1999 on the right side. That fixture fell out after six months. The pt received a fixture on the left side shortly thereafter. In 2006, that fixture fell out. The pt received a third fixture in 2007. Four months later, that fixture fell out. The surgeon recommended a 2-stage procedure, leaving the implanted fixtures for six months to improve osseointegration. Per the surgeon, the pt has not sought further medical treatment, nor is further treatment necessary.

Manufacturer narrative:
This is a final report.